Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that there was a kink in the control wire. The clip assembly was deployed and not returned. The reported event of clip failed to release was not able to be confirmed since the clip assembly was deployed and not returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance, as evident of the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report #'s 3005099803-2011-02145, 3005099803-2011-02146, 3005099803-2011-02148 and 3005099803-2011-02149 address the other devices. It was reported to boston scientific corporation that five resolution clip devices were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the first clip was advanced through the scope and exited in the patient's colon with no issue. However, although the clip grasped tissue at the target site, it failed to release from the catheter. The physician shook the scope gently, at which time the clip disengaged and fell into the patient. The clip was not retrieved. This same issue was reported to have occurred with four additional resolution clips, and the procedure was completed successfully with a sixth. There were no patient complications as a result of this event. The patient was reported to be in stable condition following the procedure.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Manufacturer report #'s 3005099803-2011-02145, 3005099803-2011-02146, 3005099803-2011-02148 and 3005099803-2011-02149 address the other devices. It was reported to boston scientific corporation that five resolution clip devices were used during a polypectomy procedure performed on (B)(6) 2011. According to the complainant, the first clip was advanced through the scope and exited in the patient's colon with no issue. However, although the clip grasped tissue at the target site, it failed to release from the catheter. The physician shook the scope gently, at which time the clip disengaged and fell into the patient. The clip was not retrieved. This same issue was reported to have occurred with four additional resolution clips, and the procedure was completed successfully with a sixth. There were no patient complications as a result of this event. The patient was reported to be in stable condition following the procedure.